Event description:
It was reported that there was water leakage from the shower bag. The bag was replaced. No health hazard occurred to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.